Event description:
Instrument failure - surgeon while performing a bearing revision, broke the pin groove tab on the bearing rotational tool.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Manufacturer narrative:
The reason for this instrument failure was reported as broken groove tab. The possible time in service of the main contributor of this complaint is 1.4 years from manufactured date. The healthcare professional indicated there was a significant adverse event to the patient. There was not another suitable device available, causing a 60 min. Delay in surgery, however, the surgery was completed as intended. The instrument was inspected prior to surgery and was found to be acceptable. The device was not returned to manufacturer and not made available for registered medical assistant (RMA) djo surgical. A review of the device history record (DHR) revealed, when released for use, the item met design and manufacturing requirements. Complaint database review showed previous complaints but there were no indications that this instrument has a design or material deficiency. Those are 5 broke/cracked/damaged. The root cause of this complaint is attributable to damage incurred through rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction or issue. Surgical instruments condition can be determined while being used for its intended purpose. The replacement of surgical instruments due to normal wear and tear does not indicate a product deficiency, failure or issue. No further action is deemed necessary at this time. There are no indications that this instrument has a design or material deficiency therefore no containment of inventory is required. Examination confirmed the complaint, the returned instrument shows one tab broken off (piece not returned). The reported condition could possibly be a result of heavy use, misuse, wear, and care must be taken to avoid compromising their performance. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.